Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # :k191910, k172831, k092313.

Event description:
As reported by the user facility: fentanyl injection, undiluted, prescribed vtbi 4ml, prescribed rate: 0.1ml/hr. On (B)(6) 2026 at 2045 hours, fentanyl 3ml balance noted physically on syringe upon handover from pm to nd shift. At 2240 hours, (B)(6) rechecked the syringe pump. The syringe still showed approximately 3ml remaining, whereas the expected balance should have been approximately ±2.4ml at that time. In view of the discrepancy, staff changed the fentanyl infusion line to another syringe pump. On (B)(6) 2026 at 0205 hours, (B)(6) rechecked the syringe pump. Syringe pump indicated an accumulated infused volume of 0.36 ml delivered to the patient; however, physical check on the syringe remained at 3 ml. (B)(6) was advised to change the entire infusion set including patient's subcutaneous nexiva needle. No patient injury reported.